Event description:
It was reported that a dexcom g7 sensor was providing glucose values in the dexcom app but was not pairing with the ilet, resulting in no cgm data on the ilet until the agent guided the user to toggle the cgm selection from g7 to g6 and back to g7 and restart the sensor, after which pairing completed and values appeared on the ilet. Symptoms included no adverse clinical effects and no changes to blood glucose. Outcomes included no medical intervention, no hospitalization, and normal device use after successful re-pairing. Investigation included remote troubleshooting and education with cgm source reconfiguration and a sensor restart. Investigation of this case revealed a temporary communication or pairing failure between the cgm and the ilet that was resolved through software settings adjustment and reinitialization, consistent with known connectivity issues. It was concluded, based on previously established findings for similar reports, that the cause was a transient user interface or connectivity issue addressed by standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.